Event description:
It was reported that the external pulse generator generated a self-test failure error code. It was noted that the situation was able to be duplicated at least once. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of a generated self-test failure error code. Analysis did note that the lower case was broken, the bail covers were broken and contaminated, the battery contacts were compressed, the battery drawer and battery drawer o-ring were contaminated and the keyboard was scratched. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.